Manufacturer narrative:
Awaiting response from the customer to obtain more information about the affected product.

Event description:
On (B)(6) 2024, nurse assist received a complaint via e-mail. Description of report: my name is (B)(6). I received notification about a recall on pre filled normal saline syringes with expiration dates 11/6/23 to 09/18/2025 that were prescribed and being used by my brother (B)(6) with an address of (B)(6). (B)(6) unfortunately passed away (B)(6) 2023 after becoming septic and developed pneumonia while receiving antibiotics through a pic-line. It definitely was very concerning receiving a letter that this product had been recalled due to a question about sterility. Any information you may have regarding this would be helpful.

Manufacturer narrative:
The customer provided information about the product that was used and it is confirmed that the product is not manufactured by nurse assist.

Event description:
On 15-jan-2024, nurse assist received a complaint via e-mail. Description of e-mail: my name is (B)(6). I received notification about a recall on pre filled normal saline syringes with expiration dates 11/6/2023 to 09/18/2025 that were prescribed and being used by my brother (B)(6) with an address of (B)(6). (B)(6) unfortunately passed away (B)(6) 2023 after becoming septic and developed pneumonia while receiving antibiotics through a pic-line. It definitely was very concerning receiving a letter that this product had been recalled due to a question about sterility. Any information you may have regarding this would be helpful. On 19-jan-2024, nurse assist received more information about the complaint that was received on 15-jan-2024. Description of e-mail: the product that was used on (B)(6) is not a nurse assist product. The image of the product provided had a lot number and UDI code that is not from nurse assist.